Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection alert occurred while plugging the usb cable into the pump. Another usb cable was successfully used to charge the pump battery. Customer also reported an altitude alarm and the alarm cleared without customer interaction. Customer's blood glucose was 97 mg/dl.